Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that their insulin pump had experienced rewind anomaly. The customer¿s blood glucose level was unknown. The customer states that insulin squirts out when doing priming process across multiple infusion sets but can't troubleshooting because stuck in priming loop. Customer states they are unable to exit the preparing to prime loop. Advised to monitor the pump. The insulin pump will be returned for analysis.

Manufacturer narrative:
Unit alarmed motor error during basic occlusion test due to faulty force sensor resistor (gold). Unable to perform basic occlusion test, occlusion test, prime/compromised force sensor system test, excessive no delivery test or verify prime/fill anomaly due to motor error alarm. However, unit passed rewind test and displacement test. Motor passed motor test.